Event description:
It was reported that this right ventricular (rv) lead exhibited poor sensing and diaphragmatic stimulation. The lead presented high capture threshold and variable impedance. It was confirmed via fluoroscopy that the lead was dislodged. Later on, technical services (ts) was consulted and explained a right ventricular automatic threshold (rvat) test was unsuccessful due to high heart rate as patient experiences frequent ectopy. The lead was revised and remains in service. No adverse patient effects were reported. Additional information was obtained, the physician suspects rv perforation.

Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed as it remains in service. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance with labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that this right ventricular (rv) lead exhibited poor sensing and diaphragmatic stimulation. The lead presented high capture threshold and variable impedance. It was confirmed via fluoroscopy that the lead was dislodged. Later on, technical services (ts) was consulted and explained a right ventricular automatic threshold (rvat) test was unsuccessful due to high heart rate as patient experiences frequent ectopy. The lead was revised and remains in service. No adverse patient effects were reported. Additional information was obtained, the physician suspects rv perforation.

Event description:
It was reported that this right ventricular (rv) lead exhibited poor sensing and diaphragmatic stimulation. The lead presented high capture threshold and variable impedance. It was confirmed via fluoroscopy that the lead was dislodged. Later on, technical services (ts) was consulted and explained a right ventricular automatic threshold (rvat) test was unsuccessful due to high heart rate as patient experiences frequent ectopy. The lead was revised and remains in service. No adverse patient effects were reported.